Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that during a sleeve gastric procedure, the stapler trigger first placed but the second did not, the blade locking system. The blade retraction did not work. Another like device was used to complete the procedure. There were no adverse consequences for the patient.